Event description:
The biomedical engineer reported that the bedside monitor (bsm) did not alarm for brady as intended.

Manufacturer narrative:
Details of the complaint: on (B)(6) 2019, customer at mercy health partners reported the following issue: patient (B)(6) on 30's @ 10:26 10:30: 10:31 10:33 10:34 (showed in event review) (critical alarm) only showed 10:31 10:26 (showed in arry alarms) biomed # 254132 we should not have to go 2 places to check for critical alarms this was provided to nka technical support (ts) from the hospital's department logs. The incident occurred on (B)(6) 19 in the room/box 624 with bsm (mu-631ra). No further information will be provided from the hospital. Service requested: none. Service performed: none. Investigation result: there was a reported incident in which the bsm did not critically alarm for bradycardia. Further investigation of the issue is limited as the device and/or logs were not retrieved for evaluation, nor was the device serial number provided. The details surrounding the incident were not provided and information on the extent of any troubleshooting is unknown. Printouts of the issue reported were not provided. The issue was reported to nka 9 days after the incident occurred, making any attempts at gathering additional information difficult. The customer was not willing to provide further information. Based on the information provided, it is not possible to make any determination of the root cause. Investigation conclusion: based on the information provided, it is not possible to make any determination of the root cause. The following fields contain no information (ni), as attempts the hospital will not be providing any additional information: f9: approximate age of the device. No serial number was provided, so the age of the device is unknown. H4: device manufacturer date.

Manufacturer narrative:
The biomedical engineer reported that the bedside monitor (bsm) did not alarm for brady as intended. Their patient experienced brady at 10:26, 10:30, 10:31, 10:33, and 10:34. Critical alarm only displayed brady at 10:31 and 10:26, while the rest appeared in arry alarms. This complaint has been created to document the hospital department logs. The hospital will not be providing any additional information. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 when additional information becomes available.

Event description:
The biomedical engineer reported that the bedside monitor (bsm) did not alarm for brady as intended.